Manufacturer narrative:
This report is submitted on april 27, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022 due to performance decrement. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on may 19, 2022.